Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) developed inflation issues following a fall, resulting in rupture of the right cylinder. During surgery, air was observed within the device and the pump bulb remained flat. The ipp was replaced. No additional complications were reported.